Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results:with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast infections," "breast hurt, swollen." "Health issues due to textured implants, experiencing tingling, loss of feeling in my hands, dry eyes, mucus in my throat, night sweat, bad skin, stomach issues and some more. Fluid in my implants. Breast enlarged. Feeling like something coming out of my armpit, burning, aches, itching, cold."

Event description:
Healthcare professional reported "breast infections". Patient reported "breast hurt, swollen", "fluid in my implants" ,"breast enlarged" , and "feeling like something coming out of my armpit". Patient additionally reported "health issues due to textured implants, and probably had hysterectomy due to my implants. Experiencing tingling, loss of feeling in my hands, dry eyes, mucus in my throat, night sweat, bad skin, stomach issues and some more, burning, aches, itching, cold;" these events are not considered device related. Device remains implanted. This record is for the left side.